Event description:
The customer reported that on (B)(6) 2011 an erroneously elevated creatinine (cr-s) and suppressed blood urea nitrogen (bunm) result was generated on a unicel dxc 600 synchron system for one patient sample. Data provided by the customer indicated that one initial elevated cr-s result was generated that, upon repeat on the same instrument, recovered lower. The repeat result was regarded as valid and an amended report was created. Data provided by the customer indicated that the bunm result was not erroneous, but was appropriately suppressed and error flagged with an "initial rate low" flag by the system. The erroneous initial cr-s result was reported outside of the laboratory however there was no death, serious injury or changes to patient treatment associated or attributed to this event. Instrument assay quality control results during the timeframe of the event were within customer established specifications. There were no system errors generated by the instrument during the timeframe of the event. Only two to three millimeters of sample was left in the patient's tube after testing. The low volume of the available sample was the likely cause of the erroneous and suppressed patient results. The erroneous initial results and suppressed results were caused by a single sample related issue.

Manufacturer narrative:
Service was not dispatched to the site for this event as the event appeared to have been caused by an isolated sampling issue due to the low volume in the tube.